Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Calcification: not observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting capsular contracture baker grade IV. MRI provided shows "uneven, wavy, presence of calcifications and lymph nodes on the left up to 8 mm in size". Device has been explanted and replaced with a non-allergan device.